Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the returned device had the spring tip detached and it was not returned. The distal tip of the guidewire was kinked approximately at 327.4 cm from the proximal end. The core wire was broken approximately at 329.5 cm from the proximal end. No more damages were found in the device. A dimensional inspection revealed that the outer diameter (od) of middle of the device and of proximal section were within its specification. However, the overall length and od of distal tip could not be performed due to device tip was separated.

Event description:
It was reported that a rotawire fractured. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that the rotawire got separated in the proximal part. The device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported. Patient condition was good post procedure.

Event description:
It was reported that a rotawire fractured. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that the rotawire got separated in the proximal part. The device was completely and simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported. Patient condition was good post procedure.